Manufacturer narrative:
H.6. Investigation summary: three photos and seventy-five 5ml syringes in fully sealed blister packs confirmed to be from batch: 9018667, (p/n: 309649) were received and evaluated. The physical sample of the syringe that was displayed in the photos was observed to contain large brown embedded foreign matter particles under the flange, in between the 4ml and 3ml markings outside the grad lines, at the bottom of the barrel and on the collar. The particles appeared to be burnt plastic and were larger than level 3 in size, which was rejectable per product specification. Fourteen syringes were observed to have black foreign matter particles in various locations attached to the outside of the barrel. The particles appeared to be ink and the quantity present on each barrel was rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the foreign matter defect is associated with the marking process. Most likely the black particles are ink due to contact smears. If the barrels contact each other shortly after being printed, the wet ink can be transferred. No corrective actions are necessary based on the defective rate identified. Batch: 9018667 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: there was found to be brown material within a sealed wrapper with the syringe inside. The box has been taken out of use and is currently in the stores department.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: there was found to be brown material within a sealed wrapper with the syringe inside. The box has been taken out of use and is currently in the stores department.